Manufacturer narrative:
A philips response center engineer (rce) spoke to a customer biomedical engineer (biomed). The rce had the biomed readmit the patient into the pic ix, and run alarm strips to provide for review. The rce then remotely accessed the customer's system to retrieve logs and a clinical audit. The rce received the alarm strips from the biomed, and reviewed with the clinical audit and alarms. The clinical audit log showed a pause alarm at 13:32:08 followed by an asystole alarm at 13:32:28. The asystole alarm was seen to be silenced at 13:22:31. The asystole alarm occurred several times after this, and was silenced each time: there was no product malfunction; the user had silenced the alarm. The rce provided information on the findings of the investigation. The device remains in use at the customer site, and no subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that there was a patient death on (B)(6) 2019 at bed k828a at 13:30. The customer stated the asystole event should have triggered a red alarm, however, the alarm was yellow.